Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that after analyzing the heart rhythm of a male patient, the device gave a "shock advised" prompt, however, inappropriately gave a "release shock button" prompt and did not deliver a shock. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired at the hospital.